Manufacturer narrative:
The mid-section of the pusher was found sheathed by the introducer. The implant was attached to the pusher and was wrapped in gauze. The heater coil of the pusher did not contain any indications of burn damage the monofilament can still be observed within the attachment bond area of the pusher. The gold connector of the pusher was in good condition and the resistance of the pusher was within specification. The implant had a monofilament tail, and the tip was stretched. At the distal end of the implant, a blob of dried blood is observed. The distal ball is within dimensional specification. The introducer tip does not contain any notable damages. Based on the investigation the complaint is confirmed because the implant was found detached from the pusher. The implant most likely detached due to experiencing over specification of pull forces as suggested by the stretched monofilament tip. The cause of the force could not be determined. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned for evaluation. The investigation is currently ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil detached prematurely in the microcatheter. The coil and pusher were removed in their entirety without additional intervention. There was no reported patient injury and the patient is doing "fine."